Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification. A review of the event history log identified multiple events of improper shutdown. An ¿improper shutdown!¿ message displays when the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump would shut off. There was no patient involvement. No additional information is available.